Event description:
Device 1 of 2. Ref MFR report #1627487-2013-12632. It was reported, the pt has swelling at the lead incision site. X-rays revealed one of the leads has migrated and the anchor was displaced. The pt has adequate stimulation from the other lead. The physician will monitor the swelling. Note: the pt has two leads from the same lot.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.